Manufacturer narrative:
Corrected data: h6: patient code.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that upon opening a package for a smiths medical jelco safety viavalve catheter, some incorrect items were found. Within the package, item 3067, lot 3997707 were found instead of a viavalve 4033919. There was no patient involvement.